Manufacturer narrative:
Exact date unknown, event occurred a week ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients pocket was uncomfortable. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) pocket was relocated.